Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address issue. A system check was being performed by tandem technical support, however, the customer wasn¿t able to complete the check at the time of report. Reportedly, the customer would change the infusion set and cartridge to address the issue. There was no adverse impact to customer¿s blood glucose level.